Event description:
The user's hearing performance is severely affected, as he cannot hear anything. A trauma reportedly occurred. Additional in situ measurements are planned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance is severely affected, as he cannot hear anything. The user had initially benefit with the device and the hearing got worse gradually. A trauma reportedly occurred. It is considered to proceed with reimplantation, but no date has been scheduled as of february 13, 2023 as they are awaiting feedback from the user.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to device minute mobility appears very likely. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to device minute mobility appears very likely. The reported impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance is severely affected, he is unable to hear anything. The user had initially benefited with the device, but his hearing got worse gradually. A trauma reportedly occurred. The user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user's hearing performance is severely affected, he is unable to hear anything. The user had initially benefited with the device, but his hearing got worse gradually. A trauma reportedly occurred. The user has been re-implanted.